Manufacturer narrative:
The following other devices were also listed in this report: trident alumina insert; cat# 625-0t-32f; lot# 28726903; alumina v40-femoral head 32mm, -4mm nk; cat# 6565-0-032; lot# 28684501; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# mer4dl; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# merap4; accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat# 6021-3535; lot# 28861205; 6.5 cancellous bone screw 45mm; cat# 2030-6545-1; lot# 24238502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a left hip due to pain. Cup, liner, ball and 2 screw were removed and replaced.

Manufacturer narrative:
Lot updated. An event regarding pain involving a trident shell was reported. The event was not confirmed. The device was not returned for analysis. A review of the provided information by a clinical consultant could not confirm the event or determine a root cause. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot . The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revised on a left hip due to pain. Cup, liner, ball and 2 screw were removed and replaced.